Event description:
The customer reported the hd autoclavable camera head display a b30 error and a crack on the el connector was noted. The event occurred during preparation for use, prior to a diagnostic procedure. The procedure was completed with an alternative device. There was no patient harm or user injury reported due to the event. This report is being submitted for the b30 error.

Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the scope connector was damaged and the coupler was not smooth. The probable cause of the b30 error was due to a charged coupled device problem. Furthermore, customer mishandling contributed to the cause. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being provided to provide additional information based on the legal manufacturer¿s investigation. The reported b30 error was not duplicated during the evaluation of the device but it was stated that this could have been due to a damage charge coupled device (ccd) unit. The following reported phenomena were confirmed during the evaluation scope connection was damaged, coupler is not smooth, and device failed the leak test. The DHR review confirmed that the device met its standard specification at the time of shipment. No repair history was confirmed. A review of the complaint database showed no similar complaint reported by the user facility and with the same device. However, there were two complaints found reported by other user facilities.